Event description:
The customer reported that the device fell. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device fell. Philips does not have enough information to determine if the device was dropped. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.